Manufacturer narrative:
Per tandem¿s user guide: ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge leaked. Customer suspected cause of leak was due to overfilling the cartridge. Customer's blood glucose level was not impacted. Tandem technical support advised the customer against overfilling cartridges. A new cartridge was loaded resolving the issue.